Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault on the heartmate 3 system controller (serial unknown) was unable to be confirmed. Log files were not provided. Product was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient initials, applicable serial numbers, what adverse events occurred, what the patient symptoms were, what the treatment for the adverse events was, the patient status and plan of care, and providing log files); however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient completed a self-test on (B)(6) 2024 with noted emergency backup battery (ebb) fault alarms afterwards. The patient notified ventricular assist device (vad) office and was advised to come in the following day. The patient came into clinic with a yellow wrench alarm. Log files were downloaded and sent to abbott engineers. The ebb was replaced with cessation of alarms. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Voluntary mw number 3400300000-2024-00000052 was received 13mar2025. Section a1: patient identifier was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.